Event description:
Customer reported unexpected negative reactions with capture-r ready screen (poole) with patient samples known to contain anti-k and anti-fya.

Manufacturer narrative:
The customer's returned samples were tested with retention capture-r ready screen pooled lot cw138, since lot cw 136 expired. The sample thoght to contain anti-k showed weak reactivity and the other sample was negative. The samples were tested with capture-r ready ID lot id070. The sample thought to contain anti-k showed weak anti-k antibody; the other sample was negative. The package insert states: "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors." The event appears related to the nature of the samples.